Event description:
It was reported that the device was leaking black oil during cleaning. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device will not be returned to the MFR for evaluation. If further info is received regarding this event, a follow up report will be filed.